Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) was displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cells were found defective and a replacement was required. Visual inspection was performed and found no physical damage to the autopulse platform. Additionally, unrelated to the reported complaint, the encoder drive shaft was not rotating smoothly, exhibits binding and resistance. Clutch plate deburring was performed to remedy the sticky. Following the repair, the platform passed all functional testing criteria and met all required specifications. Review of the archive data indicated multiple error messages (ua) 07 on the customer reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).